Event description:
Hello, my name is (B)(6) I am 43 years I broke my hip or fractured my hip doing a side job. When I put to much pressure on my left leg when I heard a pop thinking it was just a sprain the pain continued. I thought it was a hernia because the pain was coming from my testicle area it continued. I was taking ibuprofen for a while until they ran out and the pain began to become unbearable. I'm not going to lie I did try to drink some alcohol for the pain. But the pain was so bad did not help. I admitted myself to the hospital letting the doctor know exactly what had happened. He checked me for a hernia he said that was not the case. He told me he was going to test me preforming a CT and MRI. The results came back and I did in fact have a broken hip. I had surgery a orif an open reduction internal fixation surgical procedure the hardware was synthes fns manufacturer johnson and johnson. After the surgery was completed, I was admitted into the hospital for about 5 days due to an infection; that they did not identify to me after a couple of days after I was admitted. I was at medical facility for 6 weeks. I then knew in the facility there was something wrong. I could not walk on my foot after 4 weeks. I kept telling the doctor there is something wrong he told me "know your going to be in pain for a while, it's normal." I understood that but inside my leg I began having nerve, muscle, spasms bad. They would not prescribe for my spasms they were not giving me antibiotics. I was discharged from the facility without seeing my ortho doctor. I went home without any improvements and getting worse. I went home with no pain pills, no narcotics. Nothing for spasms in excruciating pain finally went back to see the ortho he had told me the hardware was shifting. In a matter of 2 months my surgical procedure was already beginning to failed. The hardware was shifting out of place. He said come back in two weeks will give you another x ray. I explained the pain asked him for narcotics. He prescribed ibuprofen and told me if it gets worse go to the hospital. I couldn't take the pain anymore after only 2 and a half months went to emergency they took another MRI and CT and discovered my hardware had failed. I was also diagnosed with osteomyelitis, metallosis, staphylococcus, sepsis due to the metal shavings, fragments, particles, entering my blood stream and surrounding my muscles. There is potential that it could entering my bones. I was antibiotics for 2 months in miserable pain not knowing if and where it was going to spread. After they took me off the antibiotics they waited a month for it to clear. Then in april went to the ortho he explained to me I would need another hip replacement I am still in the medical facility till this day. Finally received my second surgery I'll still be in this facility for another couple of months. All of this agony, excruciating, painful. It's been a horrible 8 months of my life they need to be accountable. Product failed no instructions no warnings for products. MRI CT scans broken hip, osteomyelitis, metallosis, staphylococcus.